Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested on 07/05/2016 for suspect axiem portable, em mobile field generator and on 07/26/2016 for suspect external axiem power/data cable. To date, no parts have been received by manufacturer for analysis. No further issues have been reported. Part not received by manufacturer.

Event description:
A site representative reported that their navigation system axiem was initially not working properly, displaying an error message on the back of the axiem box. A navigation system re-start restored normal function, however, the site reported the issue was not resolved. No further details regarding the behavior were provided. Replacement axiem box and emitter requested. There was no patient present when this issue was identified.

Manufacturer narrative:
The axiem box was returned to the manufacturer for analysis. The component was tested on bench test station for over 3 hours without any communication issues, and had green status for the entire length of testing. The case had light powder coating damage to backside of unit that did not affect functionality. The axiem box was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The field generator was returned to the manufacturer for analysis. The field generator was connected to a test system for a multi-hour burn-in test. The system remained in green status during all testing. It passed the accuracy test. Flexing the cable did not indicate any intermittent opens. The component was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The axiem power/data cable was discarded by the site and unavailable for evaluation.

Manufacturer narrative:
A medtronic representative went to the site to replace the axiem box and emitter, and to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional after the components were replacement.